Event description:
Customer called to report a hospitalization for high blood glucose on (B)(6) 2014. Blood glucose reading at the time of the call was 83 mg/dl. The customer was wearing the insulin pump at the time of the hospitalization. Blood glucose reading at the time of the hospitalization was 586 mg/dl. The customer is still hospitalized at the time of this call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).